Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (unknown serial/lot); product type: 0184-catheter; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that they had to have emergency surgery to take the pump out because the pump got infected. The pump and catheter were removed late last year in (B)(6) 2023 or early 2024. The patient service sent an email to device registration to update patient address.

Event description:
Additional information was received from the patient reporting that the cause of the infection was not sure. The wound had healed. The patient stated that first dose of medications put into the machine on "(B)(6) 2024". And on (B)(6) 2024 they were in the emergency room and the devices were removed. Actions taken to resolve the issue included the device being surgically removed and a high dose regimen of vancomycin. The issue had resolved and took 3 months for the wound to heal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.